Event description:
It was reported that upon positioning the last embolization coil within a small acom aneurysm, the coil was detached and looked good. The patient was taken to the ICU. Two days later it was thought she had a vasospasm and was brought back to the angio suite. It was noticed the embolization migrated into the aca territory. The coil was retrieved successfully using an alligator snare. The patient re-bleed and was taken to the operating room for clipping. It was reported that the re-bled was not due to the coil migration.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as it was reported to not be available. The root cause could not be determined. However, there is no indication based on the information reported that there was a device malfunction. The device history record was reviewed. No abnormal discrepancies or non-conformance were observed.